Event description:
It was reported that right atrial (ra) lead was dislodged. It was noted on post check there was diminishing p waves and no capture at maximum output while lying down and normal p waves with high outputs while sitting up. Trend data indicated that there was high atrial threshold. The lead was turned off. The physician chose to reprogram the device to vvi 40 to save patient an invasive procedure as the patient did not need brady pacing and lead was sensing well for discriminator¿s to work. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m-62, (B)(6) 2014. (B)(4).